Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a non-dependent, asymptomatic patient presented in clinic. Intermittent capture was observed. The device was reprogrammed. At a subsequent follow-up no issues were noted. The patient was fine and will continued to be monitored.